Manufacturer narrative:
The manufacturing location was unknown. The lot number was unknown. Therefore, device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 4 of 4 for the same event. It was reported that during a total knee surgery, it was observed that the ream attachment device would not drill while in use with the battery handpiece device, lid for battery device and battery insertion shield device. According to the report, the battery handpiece device would not work and there was a broken bracket on the battery insertion shield device. There reporter stated that the lid for battery device had an unknown malfunction. There were no delays in the surgical procedure as identical spare devices were available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.